Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a spine procedure on (B)(6) 2024. During the procedure. The reducer kerrison would not attach to the top notch of the tulip. The rod was not able to be put in the tulip as the reducer kerrison kept disengaging/not locking on to the tulip to reduce the rod. There was five minutes surgical delay due to reported event. There was no patient consequences. This report is for a reducer kerrison.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it did not apply to the complaint condition. A complete functional test could not be performed because the mating devices were not returned. However, the interaction of the reducer kerrison worked without any issues. The outer tube assembly slid smoothly within the inner tube assembly, and the distal handle interacted with the spring without any problems. The overall complaint was not confirmed as the observed condition of the reducer kerrison would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for reducer kerrison, was conducted identifying that lot number mi71326 was released in one batch. Batch1: lot qty of(B)(4).units were released on aug 28, 2019 with no discrepancies. Supplier : depuy : (B)(4). Device history review : the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.